Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Duration of stay was unclear. The customer reverted to an alternate method of insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.